Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was lost to follow-up for approximately four years. The device was programmed to right ventricular (rv) lead pace only. High out of range left ventricular (lv) lead pacing impedance measurements had been observed. The device was reprogrammed and acceptable lv pacing impedance measurements we obtained. It was reported the patient experienced worsening heart failure symptoms and was placed on a heart transplant list. No additional adverse patient effects were reported.